Event description:
It was reported by dealer that the end user was driving his (B)(4) power chair when it kept turning off. The dealer alleges the joystick is getting a 7 flash and that it turns off on its own and is very difficult to get turned back on.